Manufacturer narrative:
The reported event was infection. As received, a partial lead was returned in two pieces. Final analysis found that the insulation was abraded at final analysis found that the insulation was abraded at 5.4 cm to 5.6 cm from the cut. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient was presented to the clinic with pocket infection. The implant site had redness and swelling. The right ventricular lead had vegetation. The entire pacemaker system was explanted. The patient was in stable condition.